Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: journal of minimally invasive gynecology (2012); 19:s151¿s178 (599). (B)(4).

Event description:
It was reported in a journal article with title: removal of sacro-colposuspension mesh mess. A (B)(6) year old female patient with previous hysterectomy and removal of both ovaries had undergone tension-free sacro-colposuspension for vaginal vault prolapse. The patient presented 2 years later with pelvic pain, painful intercourse, painful urination, and painful bowel movements. The vaginal vault showed inflammatory epithelial piling and tenderness on palpation. Laparoscopy revealed that the soft prolene mesh (ethicon) material had undergone vitrification and contraction, with invasion of the bladder, vagina, and rectum. The patient underwent mesh removal which required full thickness bladder resection, full thickness apical vaginectomy, and partial thickness rectal resection to the mucosa. Mesh behavior is unpredictable and can result in painful syndromes. Mesh removal is complicated and risky.